Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance was recorded on (B)(4) 2016, prior to explant. Ramware version 3 was installed on (B)(6) 2011. High battery impedance leading to eri.

Event description:
It was reported that the implantable pulse generator (ipg) had a sudden decrease in battery voltage and was reported as premature battery depletion. The device is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis indicated the battery impedance value was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.